Manufacturer narrative:
The mammotome biopsy system is indicated to provide tissue samples for diagnostic sampling of breast abnormalities. The device was returned to the manufacturer on (B)(6) 2018 and analyzed on (B)(6) 2018. The voc was not confirmed. However, components, including bezel, main housing, tuving bulhead gasket, bezel rope gasket, muffler, lazy susan, display pivot bracket, resistance fingers, and rubber washers replaced due to service bulletins and general preventive maintenance. Additionally, the interface circuit board was observed to be damaged, which could be likely cause of the reported smell. The interface circuit board was replaced. The device was functionally tested and passed, confirm suitability for use. The device was returned to the customer for continued use. Although there was no patient consequence, due to the remote potential of this malfunction to cause or contribute to death or serious injury as a result of a potential device fire, this event was determined to be MDR reportable pursuant to 21 cfr 803.

Event description:
It was reported by the sales rep that before the procedure the blue connector cable will not fit into port properly and unit is giving off a burning smell with several error codes. The procedure was stopped and not completed. No patient consequence.